Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defibrillator test failure. There as no patient involvement.

Event description:
It was reported to philips that the device experienced an ECG test failure. There as no patient involvement.